Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information.

Event description:
It was reported that there was a trend arrow issue. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.